Event description:
It was reported that during a meniscus repair surgery, t1 and t2 completed advanced and stripped off successfully, when pushing the knot, the suture broke. Ts were removed from the patient and procedure was completed with a backup device with no major delay. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts were returned prohibiting confirmation of the reported complaint. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time.